Event description:
PICC catheter snapped near the entrance port. Fortunately, there was catheter remaining outside the pt so the nurse was able to pull the catheter out before it "floated" deeper into the pt.